Manufacturer narrative:
Product analysis of the device found visually, the inner assembly was detached/broken off from the outer assembly. There was no damage noted on the outer tube, the outer hub, or the irrigation port. The inner shaft was broken 0.451 inch from the distal end of the inner hub to the broken point. There were traces of grease found on the broken shaft. There was no damage found at the proximal end of the inner hub (seal was intact). However, the distal end of the inner hub was deformed (the outside diameter of the inner hub). The outside diameter of the inner hub shall measure .330 ± .002 inches and measured .330 inches in undamaged area and up to .344 inches in deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after use in endoscopic sinus surgery, the bur was stuck inside m5 handpiece. There was no patient impact. Product analysis of the device found that the inner shaft of the bur was broken at distil end.